Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found leaks in the r2b probe tubing. The fsr replaced the r2b probe tubing and deemed the part as the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect c16000 system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial c1601061 or the r2b probe tubing was identified.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 analyzer for two patients. The samples were repeated, and the results were normal. The following data was provided: reference range: 1.7 to 22.0 nmol/l. Patient 1: initial result = 25.1 nmol/l; repeat result = 6.4 nmol/l; patient 2: initial result = 27.2 nmol/l; repeat result = 8.2 nmol/l. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: patient 1, patient 2. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.